Event description:
High reading with bd latitude compared to a lab test. Analysis run on clark error grid using lab reading (67) as reference point vs. Bd readings (81) yielded some data points in the d range of the grid, outside acceptable limits.